Event description:
Sharp, stabbing pain on left and right sides of pelvis since uae. Menstruation now extends for two to four weeks with severe bleeding and blood clots; when not menstruating there is constant vaginal discharge. Recently found another 9cm fibroid. Maintaining fertility was a concern; was assured by physician that the uae would not affect fertility.